Event description:
It was reported that the patient attended a follow-up appointment at the clinic. Upon interrogation, it was discovered that the right atrial (ra) lead had failed to capture. An x-ray confirmed that the ra lead was dislodged. While attempting to reposition the ra lead, it was unsuccessful to advance a stylet down the ra lead. Consequently, the ra lead was explanted and replaced with a new one. Throughout the procedure, the patient's condition remained stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and the stylet failure to advance through the lead. A complete lead without the stylet was returned in one piece for analysis. The reported event of failure to capture was not confirmed while the reported event of stylet failure to advance through the lead was confirmed. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. Electrical testing did not find any anomalies. The helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The stylet insertion test could not perform due to the damaged inner coil consistent with procedural damage. The cause of the reported event of stylet failure to advance through the lead was isolated to the over-torqued inner coil at the connector region.